Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. The issue occured with 3 infusion sets.the patient replaced infusion sets and resumed insulin successfully. No further information available.